Manufacturer narrative:
Device analysis: analysis of the lgx preconnect ms 21cm ps 12cm tl iz device did not confirm any leaks in cylinder 1; however, cylinder 2 had a leak in the cylinder body due to interaction with a sharp instrument. There was no significant damage to the pump. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
The device was received for analysis with no malfunction reported, fluid loss was observed on the device.